Event description:
During a trial lead implant procedure, the pt's dura was punctured. After the procedure, the pt reported headaches. The surgeon administered a blood patch, which resolved the pt's headaches. The pt was able to successfully continue the trial.

Manufacturer narrative:
The trial leads were explanted at the end of the pt trial. Explanted product was discarded by the surgical center and will not be returned for eval. This is the final report.